Manufacturer narrative:
The subject device was returned to omsc for the investigation. In the investigation, the reported phenomenon was not duplicated even if the subject device was running for an hour, the video cable or the universal cord of the subject device was twisted, and the subject device was fully angulated up/down/right/left. As a result of disassembling the video connector, there was no disconnection. There was no water leaks point. In addition, the investigation confirmed followings. There were the scratches on the bending section rubber. The adhesive of the bending section was missing. The video cable was kinked the angulation function didn¿t satisfy the specification. The angulation lock had fixation problem. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. Since the reported phenomenon could not be duplicated, the exact cause of the reported event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that disappearance of the endoscopic image occurred during an unspecified therapeutic procedure. The user facility replaced the subject device with an unspecified device and completed the procedure. There was no patient injury reported.